Event description:
It was reported that during maintenance of the 9800 system site engineer found a ferrule that would not seat properly into the x-ray tube. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable. The system was tested and found to be working as intended and placed back into service.